Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.